Event description:
The customer reported that the pad was found with black spots on the gel. Initial evaluation of the incident sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.